Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the battery oscillator device would not run, had a sticky trigger, loose knob, the moving parts did not move smoothly - trigger, corrosion/rusting/pitting, worn bearing, damaged and a worn swing fork. It was further determined that the device failed pretest for check oscillation frequency, check for sticky trigger, check the quick coupling saw blades and general condition. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device swing fork and bearings were worn. The device trigger was not moving smoothly and was also found to be corroded. It was further determined that the device failed pre-test for general condition, check the quick coupling for saw blades, check for sticky trigger and had a loose turn knob. Therefore, the reported condition was confirmed. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The issue related to the loose turn knob was escalated to a CAPA. The assignable root cause was determined to be due to component wear and a design error.